Event description:
As reported, during a procedure to open an occlusion within the left ¿superficial femoral artery segment¿, a cxi support catheter separated. During the procedure, a 6-french cook sheath was delivered contralaterally to the ¿opposite side of the common femoral artery¿. Another manufacturer¿s hydrophilic wire and another manufacturer¿s 5-french contrast catheter were then advanced to an occluded segment within the popliteal artery. Per the reporter, the vessel was 50% occluded/narrowed. Reportedly, because of the insufficient support of the other manufacturer¿s wire, the cxi support catheter was advanced through the other manufacturer¿s 5-french contrast catheter, without meeting resistance. Another manufacturer¿s balloon was then used to dilate and open the lesion, over the wire guide. The wire guide was left in place. Upon withdrawal of the cxi catheter through the 5-french contrast catheter, approximately forty centimeters of the cxi ¿fractured¿. Vascular forceps were used to remove the fractured device from the patient. Another cxi of the same type was then used to treat the anterior tibial artery and complete the procedure. Per the reporter, only ten milliliter syringes were used for imaging. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure to open an occlusion within the left ¿superficial femoral artery segment¿, a cxi support catheter separated. During the procedure, a 6-french cook sheath was delivered contralaterally to the ¿opposite side of the common femoral artery¿. Another manufacturer¿s hydrophilic wire and another manufacturer¿s 5-french contrast catheter were then advanced to an occluded segment within the popliteal artery. Per the reporter, the vessel was 50% occluded/narrowed. Reportedly, because of the insufficient support of the other manufacturer¿s wire, the cxi support catheter was advanced through the other manufacturer¿s 5-french contrast catheter, without meeting resistance. Another manufacturer¿s balloon was then used to dilate and open the lesion, over the wire guide. The wire guide was left in place. Upon withdrawal of the cxi catheter through the 5-french contrast catheter, approximately forty centimeters of the cxi ¿fractured¿. Vascular forceps were used to remove the fractured device from the patient. Another cxi of the same type was then used to treat the anterior tibial artery and complete the procedure. Per the reporter, only ten milliliter syringes were used for imaging. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter was separated approximately 37.7-centimeters from the strain relief. A kink was noted approximately 33.9-centimeters from the strain relief. A document-based investigation evaluation was performed. A review of the device history record found two relevant non-conformances on three total devices from a sub-assembly lot; however, all affected product was scrapped prior to release from cook. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although two relevant non-conformances were noted on a sub-assembly lot, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. It is possible that procedural issues related to concomitant devices contributed to the event; however, this cannot be definitively determined based on current information. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.